Event description:
Hcp reported that the pt had an impedance >4000. The pt experienced shocking stimulation and then no stimulation. During the revision the lead was found fractured. The device was explanted and returned to the manufacturer for analysis.